Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and imaging window detachment near the lap joint the detached portion was not returned for analysis. Microscopic inspection revealed the distal housing to be in good condition.

Event description:
It was reported that sheath detachment occurred. An opticross hd catheter was used. After the ivus observation that was performed about three times, and then performing the delivery again, separation occurred near the lap joint. It occurred before entering the guide catheter, so it was recovered successfully. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that sheath detachment occurred. An opticross hd catheter was used. After the ivus observation that was performed about three times, and then performing the delivery again, separation occurred near the lap joint. It occurred before entering the guide catheter, so it was recovered successfully. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.